Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). The lead had dislodged. A lead revision was scheduled to reposition the lead. No adverse patient effects were reported. Additional information was received that the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.